Manufacturer narrative:
This event was originally considered reportable for the complaint of contamination. Product evaluation confirmed that the ''contamination'' reported was a tantalum marker that was normally placed on the catheter. Based on the new information, this event is no longer considered reportable. One swan-ganz catheter was returned for evaluation with a monoject 1.5cc limited volume syringe was. The introducer and contamination shield were not returned. During decontamination all through lumens were found patent without any leakage or occlusion. No dislodged particulate was found after flushing. No visible occlusion or dislodged particulate was observed at the hubs or ports. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Visual examination found the catheter marked with black marker at the proximal port. All thru-lumens were confirmed to be patent without leakage. The customer's description of a shadow at the bend of the catheter and marking the catheter at the location indicates the customer saw something on the x-ray. The catheter was x-rayed and a marker was observed in the x-ray at the same location as marked by the customer. The radiopaque marker is a tantalum rod used to mark the location of the port. The balloon inflation test was performed using the returned syringe with 1.5cc air. The x-ray was taken using the faxitron digital x-ray. Visual examinations were performed under microscope at 10x and 30x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of flushing difficulty and contamination was not confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. No actions will be taken at this time.

Event description:
It was reported "a shadow was observed by x-ray around the curved area of the catheter tip during use. The shadow could be indicating an unknown material and therefore another catheter was used. There was a possibility that the shadow was the marker of a guidewire that was inserted with the catheter. It was also more difficult to remove the catheter than usual, but it could be due to the guidewire as well. It is unknown if there was any unknown material found on the catheter after removal, or if there were any damages found on the tip of the catheter." Additionally, "the waveform shown on the monitor appeared like the pulmonary artery wedge pressure though it was not wedged. There may have been something inside the pa distal lumen. The location where the shadow or unknown material was observed was marked on the catheter body by a marker". No patient injury was observed.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.